Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user with diabetes experienced alternating hypoglycemia and hyperglycemia while using the ilet bionic pancreas, with the user perceiving that meal boluses were overcorrecting and that reducing announced carbs led to hyperglycemia; the lowest glucose was 47 mg/dl and the highest was 280 mg/dl, with prolonged hyperglycemia lasting 2¿3 hours, and the device alerted for out-of-range glucose. Symptoms included weakness and lethargy during hypoglycemia and tiredness during hyperglycemia. Outcomes included the need for oral carbohydrate for hypoglycemia and use of the device¿s correction algorithm for hyperglycemia, without outside assistance or medical intervention. Investigation included user education and troubleshooting, and an appointment for further assessment. Investigation of this case revealed an unclear cause for both hypoglycemia and hyperglycemia, with no evidence of maladaptive meal announcing and no identified device malfunction based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.